Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed an error 121. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection found no observations related to the customer complaint. The receiver data log was reviewed and screen error alarms and firmware errors were observed. The reported event of the receiver displaying error code failures was confirmed. A root cause could not be determined.